Manufacturer narrative:
The evaluation and repair of the device was performed by an authorized distributor, who replaced the oxygen sensor to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, the ht70 ventilator generated an oxygen sensor error code alarm. There was no pt involvement.